Event description:
It was reported that the video system center failed to transmit images to the printer when triggered remotely. The issue was found during an inspection. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer contact olympus technical assistance support to report an issue the unit is not sending images to the printer via remote trigger, the "setting was configured", and after the adjustment customer tested the unit and is now working fine. Issue was video printer was not activated. "